Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an IV set was noted to be leaking after starting patient infusion. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
.

Manufacturer narrative:
Hospira 50ml IV bag of 0.9% sodium chloride injection, usp; therapy date 05/22/2015.the customer report of a leak was not confirmed.visual inspection observed no anomalies. Functional testing was performed; no leaks were observed.the root cause of the customer¿s experience of a leak was not identified.